Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio from the mx40. There was no patient involvement.

Event description:
The customer reported no audio from the mx40. There was no patient involvement. There was no report of a patient injury or harm.